Manufacturer narrative:
The instrument was not returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the long spine clamp was stuck and would not open or close. The site had to swap to another clamp to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.